Event description:
The customer reported having bent cannulas and experiencing high blood glucose in the 300's mg/dl range. Troubleshooting was performed, and the drive support cap appears to be normal. The high pressure test was performed and failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.